Event description:
Additional information received on 1/3/2023: this was discovered during a shoulder arthroscopy procedure on (B)(6) 2022. The face of the electrode broke off in the patient and it was retrieved using a c-arm and grasper. Case was completed successfully without further issues.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/27/2022, it was reported by a sales representative via sems that an ar-9811 apollorf mp90 broke off in the patient. This was discovered during a procedure. The broken fragment was retrieved and the case was completed by using a new device.